Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a power adapter. The customer reports the power adapter melted. The power adapter was plugged into the electrical outlet and into the epump at the time of the event. There was no fire and no injuries or medical intervention as a consequence of this event to anyone, and there was no damage to any additional device. The customer reports it is not known if the epump was in use at the time of the event.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.